Manufacturer narrative:
(B)(4). Customer provided 6 photos for this investigation. All 6 photos showed different views of the catheter hole. However, the complaint verification testing could not be performed as a sample was not returned for analysis. A device history record was not completed since a lot number was not provided. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports a hole in the catheter hub.